Event description:
It was reported that the rear transfer lock got stuck in the locked position which caused the cot to be hanging half in and half out of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility evaluated and repaired the unit. Evaluated by the user facility

Event description:
It was reported that the rear transfer lock got stuck in the locked position which caused the cot to be hanging half in and half out of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.